Event description:
While using the skin wheal needle 25ga, 1.5in needle, the practitioner placed the needle in the pt to administer the lidocaine when the needle broke off of the hub. The prctitioner was able to remove the needle that was still in the pt but while doing so received a needlestick injury.